Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) implant procedure. After mapping and identifying a suitable implant site with good parameters, it was noted that the lp helix had stretched. The lp was removed along with the catheter, and a new device was successfully implanted. Patient condition was stable.